Event description:
This customer reported an intermittent failure to discharge in the sync mode. There was no reported negative impact to the patient.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.